Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an 9f talisman delivery system. During the procedure, it was observed that right atrial disc of the occluder took form into bulging deformation. It was also noted that the device was not explanted. The deformed device was released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and there was no angulation or kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.